Event description:
It was reported that during an office visit, elevated threshold and intermittent loss of capture had been identified on right atrial (ra) and right ventricular (rv) leads. Both leads were explanted and replaced successfully. The patient was stable prior, during and post procedure and was discharged the following day.